Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient was leaking / dripping a little sometimes but implant is helping more than 50%. Patient reports on (B)(6) 2018 the machine stopped working completely and she had no control and gushing and she increase stimulation to 3.6v and symptoms went away. Patient reports since implant she has a fluttering below the left side buttock cheek going down her leg. Patient reports on her left buttock cheek a "round pressure point" that hurts. The implant is on the left side of buttock. When asked whether there were any contributing circumstances, the patient said they fall a lot due to other health issues. Troubleshooting/interventions: patient services assisted patient with using their programmer, which when synced with the implant showed therapy is on, program 1 at 3.6 v. It was recommended patient consult with hcp necessary. On (B)(6) 2019 the patient called back and repeated again that she is still leaking. The patient was walked through turning the device off and on. The patient mentioned she is disabled and has a short-term memory loss (unrelated to device/therapy). The patient had the device put in because her bladder control was so bad, when she got up it would start to gush out. Patient she had the device set at 4.0 v and turned it down to 3.5 v and it is a little better. She went to the healthcare professional, (hcp), and they told her the higher number does not mean a better control. The patient says her bladder control is 45% better than it used to be but some days she has no control at all. Patient says she will increase to 4.0 v again. No further complications were reported or are anticipated.